Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 425 mg/dl and the pump alarmed no delivery due to a bent cannula. The customer treated with insulin. Troubleshooting was performed and found that the customer has a lot of scar tissue at the insertion site which may have caused the high. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer indicated that the issue was resolved by a complete set change. Customer declined further high blood glucose troubleshooting and only wanted to document the incident.